Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. Unrelated to the original complaint, a vertical line was noted through the display due to missing pixels; a failed display flex was diagnosed. The pump was opened up and a dark spot was noted in bottom left corner of the display. The display was clear and legible when tested with a test display. In addition, the audio bolus button cover was punctured; the audio bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.